Manufacturer narrative:
The manufacturer was advised that the device will not be returning for evaluation as it was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was provided to the manufacturer through their device tracking system indicating that the patient expired. The cause of expiration noted as "pump thrombus". Information provided by the perfusionist indicated that the center never confirmed pump thrombus although there was a little suspicion about it due to some minor power elevations and elevated lactate dehydrogenase. Power elevations were as high as 11.1 watts and lactate dehydrogenase of 2375 was noted. Many other medical complications occurred at same time: three days previous , the patient had a cva and the prognosis was poor. Treatment was withdrawn and the cause of death was embolic stroke. The pump was not explanted.